Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit and that the act button was not responsive to clear the alarm. The blood glucose reading was 95 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm or battery out limit alarms noted. The insulin passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. All of the buttons are functioning properly during testing. No damage was found on keypad traces noted during our visual inspection. The lcd connector was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.